Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. No additional patient or event information is available. The receiver has been received for evaluation. A follow up report will be submitted once the evaluation has been completed.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver will boot and charge. The receiver download shows egv log and diagnostic chart show loss of connection occurred within the relevant dates of this investigation,once for over 3 hours. The receiver passed a pairing test with a known good transmitter. The reported event of a loss of connection was confirmed. A root cause could not be determined.